Event description:
It was reported that the cardiocap 5 monitor was not syncing correctly with the lithotripsy unit. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unk.